Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device sample indicates the spring wire guide/catheter resistance: kinked.

Event description:
The customer alleges that they were unable to advance the catheter over the guide wire, a resistance was noted at the junction hub. A new cvc set was used successfully.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen catheter and a spring-wire guide (swg) for evaluation. Visual examination of the guide wire revealed multiple bends in the swg body. The distal j-bend was undamaged and both welds were still intact, full, and spherical. Visual examination of the catheter did not reveal any damage or defects. A primary bend in the swg body was located between approximately 340-370mm from the proximal end of the swg. The length and outer diameter of the swg were measured and were found to be within specification. The proximal end of a lab inventory guidewire was advanced through the distal end of the returned catheter to functionally test the component. The guide wire was able to advance through the catheter body, juncture hub and distal extension line with minimal resistance. The test was repeated with the catheter rotated in several different orientations and the guide wire advanced as expected in each orientation. When the guide wire was advanced from the distal extension line it was able to fully pass through the catheter and out of the catheter distal tip. All 3 extension lines were flushed with water and functioned as expected. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit instructs the user, "if resistance is encountered, withdraw catheter relative to spring-wire guide about 2-3 cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously." The reported complaint that the swg was kinked was confirmed based on visual inspections of the returned sample. Multiple bends were examined throughout the swg body. The returned guide wire met all relevant dimensional requirements and functional testing showed a guide wire could pass freely through the returned catheter from either end. A device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that they were unable to advance the catheter over the guide wire, a resistance was noted at the junction hub. A new cvc set was used successfully.